Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process. Reportedly the customer initially filled the cartridge with 90 units of insulin had used cold insulin. The customer attempted with a second cartridge and received a 50 minimum notification. The customer was unsure of the amount of insulin loaded into the second cartridge. There was no impact to the customer's blood glucose level.